Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca failed keypad test. There was no patient involvement.

Event description:
It was reported that the pca failed keypad test. There was no patient involvement.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the pca failed keypad test was confirmed during laboratory testing. The suspect pca module was disassembled for internal inspection. No damage was found to the drive arm, carriage block or linear sensor in the drive train assembly. No damage was found to any of the electronic or mechanical components. No damage was found on the keypad, and there was no evidence of fluid ingress. The returned pca module was attached to a good-known dchu pcu for testing purposes only, in an attempt to replicate the reported incident. Once the system was turned on, the keys were pressed and unresponsive. Temporary replacement of the keypad, for testing purposes only, resolved the keypress. The asm keypad task found the source pcu operating in specification. The pca module logs were downloaded to ascertain event details associated to the reported complaint. After a review of the error logs, no records were found that contributed to the reported issue. The pca module event logs contained limited information about the device programming and did not include any drug information. The profile in use was not identified, as it resided on the pcu. The last power on occurred on (B)(6) 2025, at 7:29 pm. The alaris tm system user manual (v12.3.2), states: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: device was disassembled for this investigation. Please replace the keypad. Please ensure proper assembly, torquing of screws, and appropriate testing is performed. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported issue where the pca failed keypad test is being attributed to a defective keypad assembly. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.